Event description:
During intubation while using a gliderite rigid stylet coupled with recommended insertion technique, puts patients at risk for such injury. Literature review showed recently a number of cases with similar injury.